Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had battery discomfort and had not used the device since 2005. The device was reprogrammed and an explant was planned. Additional information received. It was reported that the reason for the explant was that they weren't using the battery and that it was uncomfortable. The cause of the battery discomfort was that it was an old, large battery. No further complications reported.